Event description:
It was reported that during the pre-discharge interrogation the right ventricular (rv) lead exhibited low amplitude, and was oversensing the p-waves, which resulted in pacing inhibition. The patient did not experienced asystole. It was determined that the rv lead had dislodged. Subsequently, a revision procedure was performed, and the rv lead was repositioned. This rv lead remains in service. No additional adverse patient effects were reported.